Event description:
On 13th of january 2020 getinge became aware of an issue with the one of our surgical light ¿ hled. As it was stated, missing part in sterilizable handle holder leading to inability to lock the handle, paint chipping from fork and lack of grounding were found. There was no injury reported however, we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination and lack of grounding is creating risk of electrical shock for operator of the device.

Manufacturer narrative:
It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Getinge became aware of an issue with the one of our surgical light ¿ hled. As it was stated, the light had missing part in sterilizable handle holder leading to inability to lock the handle, paint chipping from fork and lack of grounding. There was no injury reported however, we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination and lack of grounding is creating risk of electrical shock for operator of the device. During investigation, it was found that device was not according to the manufacturer¿s specification and it contributed to the event. In the time when the event occurred, it is unknown if the device was being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately manufacturer did not receive enough information related to lack of grounding issue to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Two root causes have been identified due to missing part in sterilizable handle holder: the circlip is not correctly fitted onto the shaft. Circlip broken. Regarding this matter a curative and preventive action plan has been launched in july 2015. The hled sterilizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. The most probable root cause of these paintwork damages is the collision between other products such as the spring arm or light head. Moreover, the paintwork damages are most of the time located on the articulations of arms and spring arms. In all our user manual lights, it is mentioned to check the light heads for chipped paint, impact marks and any other damage. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of describe event or problem, serial#, model or version# and catalog# sections. This is based on the additional information provided. #b5: previous describe event or problem: on 13th of january 2020 getinge became aware of an issue with the one of our surgical light ¿ hled. As it was stated, the light had inoperative communication board in power supply and missing part in sterilizable handle holder leading to inability to lock the handle. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination. Corrected describe event or problem: on 13th of january 2020 getinge became aware of an issue with the one of our surgical light ¿ hled. As it was stated, missing part in sterilizable handle holder leading to inability to lock the handle, paint chipping from fork and lack of grounding were found. There was no injury reported however, we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination and lack of grounding is creating risk of electrical shock for operator of the device. #d4: previous version or model #:ard568536210c. Corrected version or model #: ard568303905. Previous catalog#:ard568536210c. Corrected catalog #:ard568303905. Previous serial# (B)(6). Corrected serial# (B)(6).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 13th of january 2020 getinge became aware of an issue with the one of our surgical light ¿ hled. As it was stated, the light had inoperative communication board in power supply and missing part in sterilizable handle holder leading to inability to lock the handle. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Further to the conclusion which was submitted with 1st follow up report 9710055-2020-00227 (manufacturer's reference number (B)(4)), 2nd follow up report is submitted to complement the investigation. Further evaluation was performed concluding the lack of earth connections observed for this installed hled configurations is clearly a noncompliance with recommendations and warnings mentioned in our installation manuals. The installation was not carried out by getinge. The customer was communicated with, regarding the fact the installation is what caused the issue. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.